Event description:
This spontaneous case was reported by a health professional and describes the occurrence of allergy to metals ("problems caused by nickel as allergy reaction") and syncope ("she was faint by the pain that she presented when the product was implanted") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), procedural pain ("she was faint by the pain that she presented when the product was implanted"), cystitis ("cystitis"), fibromyalgia ("fibromyalgia"), arthritis ("arthritis"), inflammation ("abdominal inflammation"), toxicity to various agents ("she was felt poisoned"), amnesia ("memory loss") and adverse event ("problems caused by nickel (other symptoms)"). Essure treatment was ongoing at the time of the report. At the time of the report, the allergy to metals, syncope, procedural pain, cystitis, fibromyalgia, arthritis, inflammation, toxicity to various agents, amnesia and adverse event outcome was unknown. The reporter considered adverse event, allergy to metals, amnesia, arthritis, cystitis, fibromyalgia, inflammation, procedural pain, syncope and toxicity to various agents to be related to essure. The reporter commented: the patient is currently in sick leave at work. Essure will be removed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of allergy to metals ('problems caused by nickel as allergy reaction') and syncope ('she was faint by the pain that she presented when the product was implanted') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), procedural pain ("she was faint by the pain that she presented when the product was implanted"), cystitis ("cystitis"), fibromyalgia ("fibromyalgia"), arthritis ("arthritis"), inflammation ("abdominal inflammation"), toxicity to various agents ("she was felt poisoned"), amnesia ("memory loss") and adverse reaction ("problems caused by nickel (other symptoms)"). Essure treatment was ongoing at the time of the report. At the time of the report, the allergy to metals, syncope, procedural pain, cystitis, fibromyalgia, arthritis, inflammation, toxicity to various agents, amnesia and adverse reaction outcome was unknown. The reporter considered adverse reaction, allergy to metals, amnesia, arthritis, cystitis, fibromyalgia, inflammation, procedural pain, syncope and toxicity to various agents to be related to essure. The reporter commented: the patient is currently in sick leave at work. Essure will be removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.